Manufacturer narrative:
The unit was returned for investigation and underwent extensive testing and stress testing at elevated temperatures for 48 hours; we were unable to confirm the customer complaint that the device "overheated". We were unable to investigate the disposable set as it was discarded at the hospital, and the lot number was not provided. We will continue to reach out to the user facility to try to determine the lot number of the disposable set, as well as the type of infusate used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. This alarm will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that may compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. No patient injury was reported. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during a case, there was an "overheat incident" and the disposable set heat exchanger was deformed. The disposable set was discarded due to contamination.